Event description:
It was reported during cervical spine disk resection procedure that the physician was trying to stimulate to elicit motor evoked potentials (mep) when pop-up window occurred on screen saying that stimulation box cannot be found. There was no patient impact.

Manufacturer narrative:
G4: PMA/510(k) not available as device is not cleared or sold in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: customer's reason for return has been confirmed. When connection the nim-eclipse system, it presenting the error "electrical stimulator extender module not found". The eclc controller is defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.